Manufacturer narrative:
The generator and disposables have not been returned for evaluation yet. There is an internal review at the hospital, and if the generator and/or the disposables are returned a follow-up report will be sent with the device evaluation.

Event description:
The report stated that one of the two doctors on the team reported a 3rd degree burn underneath the retractor. This was noted at the end of the case when the retractor was being removed. The burn included the skin, dural and muscle tissue. There was tissue excised. The doctor reported it was a linear burn and mimicked the shape of the retractor. Following the use of the forcetriad, the forcetriad gave a warning to 'contact the biomed'.